Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that the customer went to emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 350 mg/dl at the time of the incident. The customer was at 166 mg/dl at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated the pump was under delivering as every time they ate they went high. Troubleshooting was not completed but the pump passed self and displacement tests. The insulin pump will not be returned for analysis.